Manufacturer narrative:
This report is submitted on november 28, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the internal magnet was explanted (date not reported) due to the patient experiencing pain at the magnet site. A new magnet was inserted during the same surgery.

Manufacturer narrative:
Per the clinic, the device was explanted (date not reported). The patient was implanted with a new cochlear device on the contralateral side on (B)(6) 2018. It was reported that the patient's pain is caused by trigeminal neuralgia.